Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clip didn't close correctly. The surgeon had to remove the clips out and used another er320 instrument to complete the case. There was no consequence to the pt.